Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7 rails were missing bearings which caused the failure. A field service engineer (fse) initially replaced cabinet case, but the issue did not resolve, and fse determined to replace the drawer. Fse removed the old, damaged drawer, installed a new drawer, made all necessary connections, and verified that the device was secure and tested and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed and was not recoverable. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.